Event description:
Additional information was reported that the patient's system was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for complex reg pain syndrome type ii & spinal pain. It was reported that patient's pain is getting worse, therefore alleging that the ins isn't working. Patient stated that the last time she successfully charged her ins was "at least a week or 2 ago." Patient thinks her ins is able to charge, but cannot confirm. Patient stated she does not have external equipment. Later, patient reported that ins started to 'zap' her; this was painful. Patient turned stimulation down almost to 0, but the zapping continued. Caller turned stimulation off and the zapping stopped. Caller tried to charge ins on 13 or (B)(6) 2019, but saw poor communication/reposition antenna. Caller repositioned and still saw poor comm. Caller tried connecting with insr and saw reposition antenna. Caller turned antenna dial through all 4 positions and still saw reposition antenna. Patient did not think her last charging session was more than a month ago. Patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator found the battery was overdischarged and permanently damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the overdischarge was not confirmed as the patient had not made an office visit appointment. No further actions/interventions were performed due to the same reason. Patient had not found an hcp yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of zapping was not determined - it just started after patient was feeling more pain and they were checking battery power, which was fine. The cause of ins not working/poor communication was unknown. No matter what level patient set it, as it just kept stimulating them with electrical impulses. Steps taken towards resolution were that patient turned it off. Patient called the pain clinic but their doctor left and no one else deals with the unit. The issue was not resolved- patient has a dead unit in them which they can't get recharged without having to pay. Patient added that the hcp left the day he gave patient a s1-s2 ablation which patient woke up during and moved before injection. The injection was not placed correctly and ended up with spinal headache for 2 weeks (unrelated). No further complications were reported.